Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing unexplainable high blood glucose. The customer stated that they had their settings slightly changed. The customer's blood glucose level during the incident was 322 mg/dl. The customer's current blood glucose level was 422 mg/dl. The customer treated the high blood glucose with a corrective bolus. The customer had symptom of slight shortness of breath. Troubleshooting was performed on the insulin pump and insulin could exit without incident. There were no air bubbles found. The cannula was not bent. The customer was advised to verify the accuracy of the insulin pump's programming with their health care professional. The customer will call back when they receive the tubing clamp to perform the no delivery test. The device will not be returned for analysis.